Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. No noticeable external damage. There was a check clutch/plunger lever error in event history log. Customer stated problem was verified during occlusion tests. The reported issue was duplicated. The root cause of the reported issue was found to be the position pot and it cleared up the problem. The technician replaced position pot.

Event description:
It was reported that the check clutch plunger lever error occurred. No patient injury was reported.